Event description:
In 2002 pt had developed a suture granuloma on left and right lower lids, which was surgically removed. Reportedly, fragments of suture were observed in the granulomata after removal.